Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected first time. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed displacement test. Power error and power supply test failed during self-test during self test due to connector resistance issue electrical board. The battery was removed form insulin pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no post-reset ram crc alarm, trace pointers are invalid, history pointers failed and history pointers are corrupted error or the motor arm cannot communicate with the main arm error were noted.